Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed. Imdrf patient code e0506 captures the reportable event of bleeding. Imdrf patient code e2015 captures the reportable event of tissue damage. Imdrf impact code f12 captures the reportable event of serious injury.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, one band popped off, causing the area to bleed. A second bander was loaded, but the bands fell off before deployment. The procedure was completed with a different device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.